Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that they had symptoms when loss of atrial capture was occurring. Reprogramming was performed to increase the outputs. The lead was found to be dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.